Event description:
Information was received indicating that a smiths medical pump presented with error codes lec 1871, 1860 and 1861. There were no reported adverse events. This was found during testing with no patient present.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, was not available. A functional test and visual inspection was performed to further investigate the reported issue. The pump was found to be displaying "1861" error code alarm message on power up when batteries were inserted. The "1861_slow_charge_timeout" error code were not allowing the motor capacitor to returned to normal condition. The faulty microprocessor unit board with motor will be replaced.